Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected power loss or replace battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received replace battery alert. The customer¿s blood glucose level was unknown. The customer stated that the replace battery alert occurred frequently in the past few days. The customer also stated that they replaced the battery but issue was not resolved. The insulin pump will be returned for analysis.